Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) would not deflate after the sealant was deployed. The physician attempted to deflate the balloon numerous times. The physician in the end pulled the entire device out with the balloon fully inflated out of the leg all necessary steps were taken to deflate the balloon properly. Hemostasis was achieved by manual compression for about 30-45 minutes and the patient recovered. There was no need for any intervention/procedure. There was no reported patient injury. Only 1cc of contrast was used, it was unknown how much saline was in the balloon. The balloon was not inverted. There was no balloon detachment. The balloon was not able to be completely deflated at all. The device was used in an interventional procedure using a retrograde approach. The user is mynx certified. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) would not deflate after the sealant was deployed. The physician attempted to deflate the balloon numerous times. The physician in the end pulled the entire device out with the balloon fully inflated out of the leg. All necessary steps were taken to deflate the balloon properly. Hemostasis was achieved by manual compression for about 30-45 minutes and the patient recovered. There was no need for any intervention/procedure. There was no reported patient injury. Only 1cc of contrast was used, it was unknown how much saline was in the balloon. The balloon was not inverted. There was no balloon detachment. The balloon was not able to be completely deflated at all. The device was used in an interventional procedure using a retrograde approach. The user is mynx certified. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was not received for analysis. A review of the manufacturing documentation associated with lot f2401608 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " balloon deflation difficulty" could not be evaluated. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Per the mynxgrip IFU, which is not intended as a mitigation, while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. As per step 3: remove device instructions, users are to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.